Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician experienced difficulty inserting the associated right ventricular (rv) lead into the device header. Mineral oil was utilized and the lead was successfully connected to the device. No adverse patient effects were reported.